Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred during basal deliveries. A cartridge change was performed resolving the alarm. Additionally, it was reported that insulin was not dripping out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed to address the issue. Blood glucose level ranged between 176-195 mg/dl.